Manufacturer narrative:
Submit date: 10-may-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found the unit had no sound when turning on. Unit was repaired and the software was upgraded and was tested and recertified. The unit passed all tests. The unit is back to normal operation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found that the unit has no sound when turning on.